Event description:
Patient of (B)(6) descent and with an apparent tan received hair removal treatment on her face and presented with second degree burns and blisters. The physician prescribed vicodin, ativan and atarax.

Manufacturer narrative:
Cynosure tech inspected the laser system and found no issues. The laser system is working within specification. It is most likely that the treatment parameters were too high for the skin type.